Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited capture anomaly. On (B)(6) 2016, the patient presented in clinic for follow up. All electrical measurements for the lead was in range. No intervention was performed. The patient was asymptomatic.